Event description:
Consumer complaint of low blood results. Customer is not an insulin patient. Customer normally gets a result of 80 mg/dl - 110 mg/dl. The customer ran a blood test in the morning and received a 57 mg/dl, fasting. Performed back to back blood tests at the time of the call, 78 mg/dl and 84 mg/dl. Reviewed the past 5 blood results the meter memory: the time is not set: 54 mg/dl, (B)(6), 7:19 am, before eating; 57 mg/dl, (B)(6), 7:07 am, before eating; 85 mg/dl, (B)(6), 2:28 pm, more than 2 hours after eating; 83 mg/dl, (B)(6), 9:45 am, before eating; 57 mg/dl, (B)(6), 7:12 pm, more than 2 hours after eating. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation resulted in no defect found in performance of the meter. Test strips were not returned. Most likely underlying root cause of malfunction: user's test strips had poor storage, user had an inaccurate reference, user reused test strip, user's test strip had poor fill.